Manufacturer narrative:
Analysis results: the root cause of the customer's complaint could not be determined as the device operates within specification.

Manufacturer narrative:
The reported adverse event was tooth enamel erosion. The event date is approximate.

Event description:
A consumer reported that their flexcare power toothbrush eroded their tooth enamel.